Event description:
It was reported that the patient experienced pain and memory loss following implantation of an implantable neurostimulator (ins) for deep brain stimulation. The patient had pain at the incision sites, memory loss, intelligence loss, and ¿coma.¿ the patient was implanted approximately a month prior to the report. The patient experienced the symptoms following the surgery. The ins was turned on two days prior and the patient¿s daughter believed the symptoms had become worse since then. It was reported that when they ask the patient questions, the patient ¿can¿t really answer back and talks about something else.¿ these issues began three days after the surgery. The called stated that for the first two days the patient was ¿almost in a coma, she wasn¿t really awake.¿ the patient was experiencing pain at the incision sites. It was unknown when the pain began because the patient was in a coma after the surgery. The patient woke up ten hours after the surgery, but was not completely ¿out of conscious¿ after the surgery. It was noted that the patient ¿was really awake after the first two days.¿ the patient¿s daughter stated that the patient ¿just kept sleeping¿ so she assumed it was a coma. It was noted that the ins had been turned on and they were adjusting the parameters to find the best therapy. It was also noted that the patient had dual implants. Additional information indicated the patient was going to go to the hospital to have ins replacement surgery within the next week. It was further reported that the patient went into a coma two days after implant and awoke on the fourth day. Since implant, the patient¿s personality and characteristics had changed. The patient ¿didn¿t really talk¿ and got upset easily. Prior to the surgery, the patient was very alert. The physician had done CT scans and confirmed there was no bleeding and that the lead placement was ¿perfect.¿ the patient was also seeing ¿illusions¿ and things the patient¿s daughter didn¿t see. This occurred even before the ins was turned on. See also manufacturer's report 3007566237-2014-02451 for information regarding the patient's concomitant system.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# unknown, implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). (B)(6).